Event description:
It was reported that the patient might be having a problem and it was thought to be their fault. They had read the manual and read the warning section about not having defibrillation or ultrasound because it could affect the stimulator. The patient had a diagnostic ultrasound recently and also had a tens unit used on her for physician therapy on her neck. It was noted that the patient was done charging her implantable neurostimulator (ins) late the week prior to the report and she put everything away and verified that stimulation was off, but the patient was still feeling stimulation and still on the day of the report even though stimulation was turned off. This had been ongoing since last week. The patient synched with the patient programmer to make sure stimulation was off, and it was. It was noted that there were time where the patient did not have to use stimulation for a whole week. The programmer battery was showing that it was empty. The patient had to replace the batteries a lot. They were using regular alkaline batteries. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).